Event description:
Event reported via medwatch # (B)(4). Blood back event was identified with intra-aortic balloon pump. Pump had to be emergently exchanged to continue therapy.

Manufacturer narrative:
Occupation: msn, rn, cphrm / senior risk manager .the device was not returned and could not be evaluated. It will not be returned for investigation. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).